Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the system error 345 could not be reproduced. A review of the event history log revealed system error 345 messages. The cause was identified to be an out of specification upstream thermistor, the ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the system error 345 could not be reproduced. A review of the event history log revealed system error 345 messages. The cause was identified to be an out of specification upstream thermistor, the ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.